Manufacturer narrative:
Batch records, final product manufactured and qc records were reviewed for lot cov2020179. No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, the manufacturing process complied with the dmr. Test results of retention samples meet with the qc criteria. The reported issue was not found, therefore, this complaint is not verified.

Event description:
Invalid result (s). No result. User performed the test correctly.